Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother stated that in the morning no insulin would go through, and she added that the no delivery alarm had occurred the night prior. She stated that there was a bolus which was delivery for the customer's breakfast in the morning. The blood glucose reading was unk, as the customer was away at school. The caller stated that she would call back later. Nothing further reported.